Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: 100 tubes had a very low vacuum force and a proper volume wasn't received. The phlebotomists couldn't get enough blood volume , for the researches to work with. They took 100 tubes.